Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The nurse did not know the blood glucose reading. She stated that the customer was going to fly out of the airport and had failed to give herself insulin, causing her to experience diabetic ketoacidosis. The nurse stated that she did not have any further details regarding the event, aside from the customer's outcome of going home after admission. She also stated that the customer had not been entering the blood glucose levels accurately into the insulin pump, and it was unclear whether the customer had delivered a bolus to herself or not. Nothing further reported.